Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that onetouch ultramini meter is giving control solution results below the acceptable qc range. This complaint was classified based on the customer care advocate (cca) documentation. The patient began to obtain control solution readings of ¿81, 101, 102, and 99 mg/dl,¿ which was below the range, on (B)(6), 2014. The patient claimed that he did not manage his diabetes based on the lfs meter reading after the issue began. He subsequently developed symptoms described as ¿low blood sugar, vision difficulties, and queasy¿ and required self treatment with glucose tablets. During troubleshooting, the reported issue was not resolved. The control solution was within the discard date. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia after the reported issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 2 ¿ (08/04/2014). The patient¿s test strips and control solution have been returned on 7/21/2014 and evaluated by lifescan product analysis on 7/22/2014 and 7/31/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have high glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2014).the lay user/patient¿s meter has been returned on 07/11/2014 and evaluated by lifescan product analysis on 07/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.